Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump alarmed motor error and a motor position encoder error. The customer's blood glucose level was 7 mmol/l at the time of the incident. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump alarmed motor error during the basic occlusion test due to faulty force sensor resistor. The motor was tested outside of the device and passed. We were unable to confirm alarm due to overwritten history file. Pump passed displacement test, self-test and error test. Pump passed all operating currents tested within the specification range and passed off no power test. Pump was received with cracked reservoir tube lip, cracked case near display window corners and minor scratches on display window noted. The drive support cap was inspected and no anomaly was noted.